Event description:
The customer reported that the iabp would trigger on ECG for 15 minutes and then would switch over to pressure trigger. The pt died but the customer is not attributing the pt's death to the iabp.

Manufacturer narrative:
The company rep observed that the trigger alarms in the fault logs, however he was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The manufacture device history record for the iabp involved in the event was reviewed. There are no nonconformances related to the reported event. We are following up with the customer the pt info. A supplemental medwatch will be submitted when more info becomes available. (B)(4).